Event description:
It was reported via repair work order that the wrist rest was loose/wobbly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.